Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that patient visited her surgeon for her two year checkup in (B)(6) 2012. At the time she reported having some pain and tenderness in the right side of her hip. She does state that she has always had some pain since the surgery but attributed it to a normal side effect of the implant process. An MRI was taken in august which showed pseudo-tumors around the implant site. She is scheduled to have revision surgery on (B)(6) 2012.